Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the last few weeks, the customer had been experiencing elevated blood glucose (bg) levels in the 400's range (mg/dl). The customer delivered correction boluses with the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.